Event description:
The report stated that the generator was involved in an incident. About 30 minutes into a procedure as they were going to introduce a catheter into the neck of a patient for chemotherapy, there was a flash fire. It occurred when the pencil was being activated to make the incision. The patient was on 6l o2 by face mask. The fire occurred at two places on the right side; around the face mask and by the ear and side and back of neck. Patient received 2nd degree burns around the mouth and near base of ear and on neck. Patient has been discharged. Patient was examined by burn specialist, ophthalmologist and plastic surgeon. The nasal passages do not appear compromised, the eyes were not damaged and the plastic surgeon felt that patient was unlikely to need further surgery and does no expect any scarring. Patient had been prepped with chlorhexidine. Re-draped patient with dry drapes 7 minutes into procedure. Site reports manufacturer of pencil is unknown.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.